Manufacturer narrative:
UDI #: (B)(4). Field service visited account and checked the laser after the reported event. He replaced the beam slit motor (bsm) and calibrated. Aligned through the bsm and aligned eye tracker. System meets amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that the slit motor failed 1-2 seconds into a hyper treatment of one eye of a patient and only 7 pulses out of 154 pulses were delivered before it failed. They attempted troubleshooting and re-ran selftest with same result. They also rebooted the system and slit motor failed, re-ran selftest and still failed. Surgeon re-position the flap back and re-schedule the treatment.